Event description:
On 1/29/97, the facility's infection control (i.c.) Rep reported that the facility had twelve pts with infections. The i.c. Rep reported that she did not believe the devices had been the cause of infection. Further communication with the i.c. Rep on 2/25/97 revealed that she had been able to obtain info for only eight pts. This report will address the second pt. Note: separate medwatch reports have been issued for each of the seven other pts. The device implant date was not provided. On 4/11/96, the pt developed a temperature of 103 degrees f. The device site was red and sore. The device was explanted on 4/15/96 and cultured. The cultures grew enteroliaster cloacasci, and candida albicons. The pt has recovered. The explanted device has been discarded. The facility i.c. Rep was unable to obtain the device lot number. No further details are available at this time.